Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
During a variable angle case on an unknown date, the 2.7mm screws were stripping out through the medial distal tibia plate. Three 38mm screws were involved as well. The head of the screw was actually stripped. This is report 1 of 1 for complaint (B)(4).